Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Visual inspection showed missing top rear label. During functional check, the reported complaint was duplicated. Root cause is unknown. Replaced the liquid crystal display.

Event description:
It was reported that there was an liquid crystal display bleed during testing. No patient injury reported.